Event description:
It was reported that during a full supply change the ilet user attempted to insert a teflon inset (23 inch, 6 mm, lot 6014283) and observed that the inserter did not advance fully, the needle contacted but did not fully enter the skin, and an audible double click occurred upon triggering; the user then replaced the infusion site while continuing to use the existing cartridge, adapter, and tubing, and insulin delivery was resumed without issue. There were no reported changes in blood glucose or injury. Outcomes included uninterrupted therapy after site replacement. Investigation included troubleshooting and user education provided by support. Investigation of this case revealed an infusion set deployment issue consistent with an incorrectly deployed infusion set, with involvement of the inserter/infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was user technique during insertion.